Event description:
During an incident in 2003 involving patient who had been in a car accident, this unit was being used to monitor pads, was showing ECG and provided a 10s strip, but eventually shut down. The reporter did not know how long it was before it shut down. They report having problems on previous runs with artifact and unstable ECG in the display when an alert conscious patient should have been showing good ECG. The user facility reported that the unit operated properly for defibrillation and then only have problems when using monitoring pads.